Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The user report of flashing front panel resolved and the ticket was closed. Customer contact information unavailable to gain additional information regarding this customer's reported issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera iii xenon light source front panel was flashing. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the stuck scope socket disabled the detecting function of the light guide, the error was indicated, and the stiff scope socket slider switch pressed in. Olympus will continue to monitor the field performance of this device.